Manufacturer narrative:
The ventilator was returned to the third party service center for eval and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue.

Event description:
The MFR received info from a third part service center alleging a ventilator was not delivering air flow. There was no harm or injury reported.